Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Since the product was manufactured more than 15 years ago, the DHR could not be verified. Based on the results of the investigation, it is likely that the following led to the malfunction, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the subject device displayed an image noise. The issue occurred during preparation for use. There were no reports of patient harm.